Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had surgery on tuesday (B)(6). She stated it was called "delrame" they go through the anus and sew up near the colon. The patient was having mucus leaking for the last six months. The patient she stayed overnight after surgery, she was bleeding and constipated. They told her to take some white stuff to make her go. After she took it she has had diarrhea since last saturday alternating with bleeding. It slows down and then she eats and it gets heavy again. The patient turned stimulation off for surgery. Three to four days ago she turned the stimulation back on. The patient called doctor and he told her to call us. The patient t was not feeling much stimulation while the therapy was on. The patient was on 2.5 volts before the operation. Currently the patient is on program 1 at 4.0 volts. The patient was on program 1 and increased stimulation to 4.5 volts. The issue was not resolve. The patient has an appointment with the doctor next monday. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that it took a while to heal from the colorectal surgery but had good therapy in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.